Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy when attempting to insert the implant, it was found that the implant had an incorrectly curved/bent tip and could not be inserted. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Upon visual evaluation, it was noted that the distal tip of the inserter shaft of the self-punching knotless 2.6 fibertak® anchor with #5suture, ve5 had bent. Functional testing was not performed due to the damage to the distal end of the shaft. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion; prying/leveraging during use.